Event description:
The patient reported receiving multiple uncommanded boluses while sleeping that resulted in hypoglycemia. Blood glucose levels at the time of event were not provided. The patient stated paramedics were call and her boyfriend administered baqsimi. After paramedics arrived the patient was given another dose of baqsimi. The paramedics stayed with the patient until their blood glucose levels were 100 mg/dl. Transport to the emergency room was not required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.0.1. Cloud - operating system; n5004l-am-q-mv01602-06-01.06. Cloud - hardware; n5004l. Cloud - cgm sensor type. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Review of the android log files downloaded from the returned controller confirmed the delivery of the reported boluses. The audit log files showed that all the reported boluses were based on a carb entry and each bolus had the confirm button pressed. Review of the engineering log files found that for each bolus, the bolus button was pressed to open the bolus calculator, the carb values were entered one digit at a time with the bolus calculator creating a suggestion for each update, the next button was pressed to transition to the confirm bolus screen and the confirm bolus button was pressed to begin bolus delivery. Evidence of interaction with the controller to program and confirm the reported boluses was observed. No evidence of an uncommanded bolus was observed in the log files. The functionality of the controller was tested and no issues were observed that would contribute to an uncommanded bolus. Multiple boluses were delivered during testing, both manual and calculated boluses. All boluses were found to be correctly calculated during testing and all boluses required interaction with the controller to deliver. No evidence of an uncommanded bolus was found during the investigation.